Manufacturer narrative:
No high bg anomalies noted during testing. The pump was received with an unresponsive keypad. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test due to unresponsive keypad. Unable to download history files and traces using thus due to unresponsive keypad. Unable to download firmware using crest due to unresponsive keypad. Test p-cap and reservoir locked properly into the reservoir compartment during testing. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, motor, keypad traces and keypad flex. The following were noted during visual inspection: moisture damage, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, scratched case, scratched lcd window (minor scratches), cracked belt clip rails and corroded keypad traces. Keypad unresponsive/button error alarm confirmed due to unresponsive keypad during testing and corroded keypad traces. No delivery alarm/occlusion - unknown timing unknown due to moisture damage. Exposed to moisture confirmed at pcba 1, pcba 2, motor and keypad flex. Damage (physical or cosmetic) confirmed. Unable to upload/download history files and traces due to moisture damage and unresponsive keypad. Unable to verify customer alleged high bgs. Unable to test for reported harm due to moisture damage on electronic assembly and unresponsive keypad. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced high blood glucose and the blood glucose value at the time of the event was 400mg/ dl. The customer also reported a stuck button and also received an insulin flow block alarm. Troubleshooting was performed and found that the customer used the device with in 48 hours of the high blood glucose event. No other patient complications were reported. The customer will discontinue using the insulin pump and the insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.